Event description:
A report was received that the patient was experiencing pain at the lead site due to how the leads were anchored. The patient underwent an explant procedure and the two anchors were removed. The patient was doing fine after the procedure.